Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. However, it is known that the device was repaired and put back into service by the filed service engineer who no longer works for philips. The exact details of the repair are unknown. H3 other text: a good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.

Event description:
It was reported to philips that the unit was experiencing an intermittent defib testing failure. There was no patient involvement.